Event description:
It was reported the subject device had an image problem. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracks on the side of the video connector, dents on the distal edge, and distal fiber breakage. Based on the results of the investigation, it is likely that the device had a broken distorted image due to a broken meniscus in the objective lens. The most probable cause of the complaint was component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an image problem. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.